Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported on behalf of a customer a freestyle libre reader which would not turn on with button press or test strip insertion after exposure to moisture. The healthcare professional reported that due to this issue, the customer required admittance for hospital due to lack of diabetes control. However, treatment details were not provided. The healthcare professional was unable to provide reader serial number at time of call. There was no report of death or permanent injury associated with this event.